Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. Despite this issue, there was no adverse impact on the customer's blood glucose level. Tandem technical support decided to send a replacement pump with updated software, provided training resources, and instructed the customer on returning the damaged pump. The customer acknowledged the instructions and will use a backup insulin pump in the meantime.